Event description:
The customer reported a clear liquid leak was observed in the coulter lh 780 hematology analyzer and onto the counter top. The operator was wearing personal protective equipment (ppe) consisting of gloves and lab coat at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. On the day of the event, a field service engineer (fse) was dispatched and found pinch valve #115 leaking and replaced the tubing. The vl115 carries blood, diluent and clenz reagent. Root cause of the event is attributed to pinch valve (vl115) tube leaking.

Manufacturer narrative:
(B)(4).